Event description:
It was reported that during an unknown procedure there was an incomplete closure of the circular stapler. Incomplete rectal resection ring. The surgery was prolonged.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please provide more details for "incomplete closure"? 2. Was the staple line complete? 3. Were there any staples missing from the staple line? 4. What was the shape of the staples (b-formation, irregular, legs straight)? 5. Did the device cut? 6. Was the cut line fully circumferential around the target tissue? 7. Were the cut line and staple lines equal? 8. Could you please clarify if there were any patient consequences? 9. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4: batch #836a88. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 836a88, and no non-conformances related to the reported complaint condition were identified. .